Event description:
This rv lead was implanted on (B)(6) 2006 and was explanted on (B)(6) 2012 due to impedance was greater than 2000 ohms. The physician was dr. (B)(6) at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).